Manufacturer narrative:
The reported complaint of not being able to store hvr segms was confirmed. Based on the information provided, it was determined the segms are not being stored due to the user programming all 3 segm channels on with a large post trigger of 300 seconds. There is not enough memory for this combination of programming.

Event description:
It was reported during in clinic follow up that the pacemaker egms were not available on device reports. The device will continue to be monitored. There were no patient consequences.